Manufacturer narrative:
H6: codes have been updated to reflect receipt of the securing mechanism of the plate and conclusion of the investigation. D9: only the disengaged securing mechanism of the plate was returned and inspected. The main device was not received back due to still being implanted.

Event description:
A company representative reported that approximately six-months post-operatively the locking mechanism of an ozark plate broke at the c7 screw level and two ozark self-starting, variable screws migrated. Revision surgery was performed. This report captures the ozark plate.

Event description:
A company representative reported that approximately six-months post-operatively the locking mechanism of an ozark plate broke at the c7 screw level and two ozark self-starting, variable screws migrated. Revision surgery was performed. This report captures the ozark plate.